Manufacturer narrative:
This is a duplicate report. Please consider report 1020279-2020-02507 for any future references.

Event description:
It was reported that the clinical subject experienced decreased range of motion on the study knee. The event was treated via surgery and is considered resolved.